Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: suspect medical device: operator of device (rfb) was updated (previously it was wrong).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information patient stated the replacement ds1 turned off during use and complained the heated tubing was too hot and burned the patient¿s skin when touched. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected dust-like contamination on the flip lid, the bottom cover, the iso (international organization of standardization) port, the iso port cover, and the heater plate. During the evaluation of the device at the manufacturer service center was not able to confirm the complaint of the whole device feeling hot or the complaint of the humidifier not working. The manufacturer service center concludes the complaint of the device not turning on or the complaint of the device turning off during use. Pil was not able to confirm the complaint of a burning smell and evidence of melting, warping or voids/gaps in the enclosure. The manufacturer service center concludes the complaint could not address the symptoms specified.